Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant of an implantable pulse generator (ipg) change that the patient developed a pocket infection. The ipg system was removed. Medication was administered. No further patient complications have been reported as a result of this event.